Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8577, lot# n190625, implanted: 2012-(B)(6), product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter.

Event description:
It was reported that the pump was programmed to deliver flex dosing. On (B)(6) 2013, the health care provider (hcp) refilled the patient's pump with 2000 mcg/ml of lioresal instead of the intended 500 mcg/ml drug concentration. The hcp realized the error after the patient left the hcp's office; therefore, the patient was called and returned to the hcp's office approximately 1 hour later. The hcp wanted to adjust the pump's programming and leave the 2000 mcg/ml concentration in the pump so it would not need to be withdrawn from the pump and wasted. It was noted that 77 minutes following the last pump update by the hcp, the pump was programmed to stopped pump mode. Calculations were performed; it was determined that the hcp could not program the pump to the intended 3.74 mcg/hour basal rate using the 2000 mcg/ml concentration, as the pump could not be programmed to that low of a flow rate. The hcp decided she would remove the 2000 mcg/ml drug from the pump and refill the pump with the intended 500 mcg/ml drug concentration. It was then calculated how much of the 2000 mcg/ml concentration had infused into the pump tubing. The pump was delivering lioresal. It was additionally reported that the patient was the only person at the clinic who has a 40 ml pump and was prescribed the 500 mcg/ml lioresal concentration instead of 2000 mcg like the rest of the patients. The patient was asymptomatic. Information about the lioresal lot number and expiration date was not available.